Manufacturer narrative:
Analysis of the nim patient interface (product # 8253200) has been completed. Evaluation could not duplicate the reported event of failure during surgery. Evaluation found no functional fault with the device. The device was tested to manufacturer product specifications and returned to the customer. Analysis of the nim mainframe response (product # 8253002) has been completed. Evaluation could not duplicate the reported event of failure during surgery. Evaluation found no fault with the device. The device was tested to manufacturer product specifications and returned to the customer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 8253002 - nim mainframe response 3.0, serial # (B)(4), lot # 6435200, manufactured date ¿ feb/26/2010, 510(k) # k083124, (B)(4). The devices were returned for analysis. Device evaluation anticipated but not yet begun. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility alleged a defect with the nim system during a thyroid surgery. There was no report of patient impact. Multiple attempts to obtain additional information for this reported event have been unsuccessful.